Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were having issues on (B)(6) 2012 with the differential scatter and latron recovery after bleaching and residue was observed at the manual probe on the coulter lh 500 hematology analyzer after running samples. The volume of the residue was less than 1ml and was contained within the instrument. The customer indicated that troubleshooting efforts failed to resolve the diff scatter problem. The operator was wearing gloves and lab coat at the time the fluid was observed. There was no exposure to mucous membranes or open wounds. No medical treatment was sought. There were no patient results affected and there were no erroneous results reported out of the lab.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse observed unstable latron values and the rinse block dripping diluent when going from primary mode to secondary mode. The fse also found the probe was bent and straightened it (blood sampling valve was not replaced). The fse instructed the customer to monitor it. The fse also instructed the customer to run the extra primer cycle after running a bleach cycle through the flow cell, as it takes several runs to recover after bleaching. The fse verified the system operation with passing start up, latron controls, reproducibility and 5c controls. Failure mode: residual blood at manual probe attributed to bent probe. Failed latron recovery attributed to insufficient cycle runs after bleaching. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).